Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl- left, reason(s) for revision: alval / soft tissue reaction and raised ion levels. The surgeon does not have the product stickers therefore the lot numbers are not available. Please see email correspondence. Originally received email from file handler detailing the revision date and reason for revision on 6 jan 2015. Requested further details on 14 jan 2015 and rec'd product codes, surgery date, surgeon and hospital. Claimsuite rec'd 15 jan 2015 details the hip side. Update 4 feb 2015 - scf recvd. Added pain as a reason for revision.

Event description:
Asr revision asr xl- left reason(s) for revision: alval / soft tissue reaction and raised ion levels. The surgeon does not have the product stickers therefore the lot numbers are not available. Please see email correspondence. Originally received email from file handler detailing the revision date and reason for revision on (B)(6) 2015. Requested further details on (B)(6) 2015 and rec'd product codes, surgery date, surgeon and hospital. Claimsuite rec'd (B)(6) 2015 details the hip side.